Event description:
A registered nurse (rn) contacted baxter's service center regarding setup questions, which occurred on the homechoice (hc) during use. The rn found that one of the lines was leaking. The rn was using a patient extension line that was leaking. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.on (B)(6) 2011, product surveillance contacted a rn at the clinic. The rn stated they did not have a nurse at the clinic or in their system by the name that was provided during the initial call. The rn could not provide any form of additional information.

Manufacturer narrative:
(B)(4). The sample, sample product code and sample lot number could not be obtained; therefore, no evaluation or batch review could be performed. This report of a leak was not confirmed and the root cause was undetermined. The device involved in the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown.